Manufacturer narrative:
Concomitant devices updated: mdt 4195 cardiac lead (impl 74mo) is the corrected cardiac lead information. This replaces mdt 4195 cardiac lead (impl 98mo).

Event description:
Lead management procedure to extract 2 leads due to cied system/pocket infection. The physician used a glidelight 14f during this case. The patient status declined requiring intervention in the form of a pericardiocentesis. A tear in the coronary sinus was discovered and the patient survived the intervention.